Manufacturer narrative:
The device is not available for evaluation and the lot numbers not known at this time. Information is limited at this time. No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with the charite discs at l5/s1 in (B)(6) 2007. It was reported that the patient continued to have pain. In 2010, the problems became acute. In (B)(6) 2010, patient had the charite removed and was fused at the same level. Patient is reported to have continued pain.